Event description:
Complainant alleged that during biomed testing the device's defib output was out of specifications. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed and isolated to the high voltage module. The high voltage module was replaced to remedy the problem condition. Analysis of failures of this type has not identified an increase in trend.